Event description:
We had received a case of a [abbott implantable cardioverter defibrillator] presenting high battery current with no apparent reason. After implant, the physician related an atrium lead displacement. At the fist interrogation after the displacement (09:26 am), the current was normal. At the second interrogation (10:00 am), it shows a high current drainage. Interrogating it again (10:11 am), the current came back to the normal. We haven¿t noticed any relevant parameter change whose explains the high current output. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).